Event description:
It was reported that a bd intima-ii IV catheter was found broken after a patient had received an infusion. There was no abnormality noted on insertion of the device. The patient received an x-ray but the broken catheter was not visualized. No further medical or surgical interventions were reported.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A microscopic analysis revealed that the catheter had broken at approximately 5mm from the catheter adapter. The broken surface of the catheter was not smooth in appearance and showed signs of being stretched and pulled. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4294463. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the catheter may have been pulled to failure during use as there is no process during manufacturing that could cause this type of defect. (B)(4).